Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, there have been complaints reported in the past for catheter detachment. As part of continuous improvements, a corrective action (CAPA) has been opened to address the reported issue through a more robust investigation. The results of investigation will be documented through the referred CAPA.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the foley bag accidentally became detached from the catheter with no tension on it. The catheter was removed and a new foley catheter was placed. The patient was in no acute distress and vital signs were stable.